Event description:
It was reported that patient with this ambicor penile prosthesis (app) was not satisfied with the device. The patient was not satisfied with this app because it was not rigid enough. A surgical procedure was performed in which the existing device was explanted and replaced with an inflatable penile prosthesis. There were no patient complications reported.

Event description:
It was reported that patient with this ambicor penile prosthesis (app) was not satisfied with the device. The patient was not satisfied with this app because it was not rigid enough. A surgical procedure was performed in which the existing device was explanted and replaced with an inflatable penile prosthesis. There were no patient complications reported.